Event description:
It was reported that the pump touch screen was delayed in responding to touch. There was no adverse impact to the customer's blood glucose level. Reportedly, the pump was reset and the customer continued using the pump for insulin therapy.